Event description:
Subsequent to the initially filed report, additional information provided: it was reported that arteriotomy closure of a heavily calcified left common femoral artery was attempted using a proglide device via a 7f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there was no suture present when the needle plunger of the proglide was removed. Another proglide was used with the same result. A non-abbott device was attempted and failed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Describe event or problem : the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. Device code 3190 removed.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure of a heavily calcified unspecified vessel was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, the device was unable to achieve hemostasis. A second proglide was used and failed. A non-abbott device was attempted and failed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.